Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor insertion the sensor wire broke. A portion remained in the patient's skin, and a portion remained on the sensor pod. The attempted sensor insertion was at the patient's abdomen on (B)(6) 2015. No additional event or patient information is available.